Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visual and optical examination of the ibt balloon identified a radial cut perpendicular to the ibt shaft at the distal lobe of the balloon. The morphology, location and timing of the balloon rupture is consistent with in vivo contact with sharp object such as bone splinters, bone cement and/or surgical tools. The above observations are consistent with in vivo contact with sharp object.

Event description:
It was reported that the patient had severe osteoporosis and a vertebral fracture and was treated with a kyphoplasty. During the surgery, one of the balloons would not inflate. When the surgeon extracted the balloon it was found that the balloon was cracked. The patient was allergic to the contrast agent and "was flustered and perspiring." After 0.5mg of dexamethasone, the symptoms were alleviated. No fragments from the balloon are remaining in the patient . The patient was stabilized and the surgery was completed successfully.